Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture was received on may 20, 2025, with lot number 3200798. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a6, d9, h3, h6.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial b3 implant date: 2024 was provided. Continued e1 phone number: (B)(6).